Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial/ batch: (B)(6).

Event description:
It was reported that the patient stated experiencing inadequate stimulation from the spinal cord stimulator (scs) system. It was also stated that two contacts on the paddle lead were damaged during the initial implant and imaging was provided. The patient attended multiple reprogramming sessions which indicated that it was successful and the patient received adequate pain relief. The patient has been hospitalized. It was additionally reported that due to the the patient request, they underwent an explant procedure in which the implantable pulse generator (ipg) and paddle lead were explanted. The patient is doing well post operatively. The devices were not returned for analysis as they were retained by the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patient stated experiencing inadequate stimulation from the spinal cord stimulator (scs) system. It was also stated that two contacts on the paddle lead were damaged during the initial implant and imaging was provided. The patient attended multiple reprogramming sessions which indicated that it was successful and the patient received adequate pain relief. The patient has been hospitalized.